Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was having difficulty inserting the test strip in to her onetouch verioiq meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue occurred on (B)(6) 2013 (at 8:45am). At an unspecified date/time prior to the start of the alleged issue the patient reportedly experienced a symptom of shaking. There is no indication the patient received any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.